Event description:
It was reported via government agency that, full thickness 1mm crack 2mm central to iol optic edge was noticed and was not visually significant. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).